Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user noted a "lot of samples with low sodium results" and sent patient samples to a reference lab for repeat testing. Of the data provided, the results for four samples were discrepant. All results are in mmol/l. Sample 1 initial result was 132 with a data flag, repeat result was 139. Sample 2 ( (B)(6) male born (B)(6)) initial result was 134 with a data flag, repeat result was 140. Sample 3 ( (B)(6) male born (B)(6)) initial result was 134 with a data flag, repeat result was 140. Sample 4 ((B)(6) male born (B)(6)) initial result was 133 with a data flag, repeat result was 140. None of the initial sodium results were reported to the physicians. No patients were adversely affected. The lot number of the sodium electrode was not provided. The field service representative determined a valve was not receiving a proper voltage signal from the ise controller pcb and the ise maintenance settings in the software system were misconfigured for the user's sample type and volume. He replaced the ise controller pcb, reconfigured the maintenance settings and performed electrode service. To verify the analyzer operation, he successfully set the mix/dry adjustment and performed calibration in diagnostics. The user successfully ran calibration and ran controls and patient comparisons with results within specifications.